Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. (B)(6) china proplex ii eur information from (B)(6): goods issue date: 2023-09 within warranty: yes; maintenance record: after the malfunction, there is no maintenance record failure analysis: due to the customer not sending for repair, the possible reasons are as follows: 1. Lip clip malfunction. 2. Measurement cable malfunction. This case is classified as a equipment or accessory consumable failure. We recommend to send it for repair in a timely manner. Various cable problem. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a proplex ii eur apex locator was giving incorrect measurements. No injury.